Manufacturer narrative:
The reliability analysis inspected 1 opened and or used sensor and found sensor broken. The broken part was missing. It was unable to be confirmed that the customer received sensor damaged due to customer returning sensor opened and or used.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor kept alarming sensor value not available. The customer's blood glucose level at the time of incident was 129.6mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer would return sensor for analysis, and have it replaced.